Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not specify if this was the initial use of the device. Conclusions: a f/u report will be submitted when the investigation has been completed.

Event description:
The customer reported that the rotator is broken. No harm or injury was reported.